Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for vad-3008 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2010. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Analysis of the submitted log file confirmed driveline fault alarms that appeared to be associated with the phase 1 and phase 3 hex values being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number vad-3008 could not be conclusively established through this evaluation. The submitted log file contains data from 14apr2021 at 13:11:25 through 17may2021 at 09:36:17. Driveline fault alarms were captured for the duration of the file (240 total). These alarms appeared to be associated with the phase 1 and phase 3 hex values being out of specification. The pump speed remained above the low speed limit for the duration of the file. It should be noted that the center reported a ¿known dl (driveline) fault¿. Review of the patient¿s complaint history found that driveline fault alarms were previously reported in april 2019 and investigated under MFR # 2916596-2019-01997. The prior driveline fault alarms appeared to be associated with only the phase 3 hex values being out of specification. The driveline fault alarms under the current complaint appear to be associated with the phase 3 and phase 1 hex values being out of specification. The suspected driveline issue appears to have progressed to an additional phase. The center reported that the patient is not a surgical candidate. The patient remains ongoing on hmii lvas, serial number vad-3008 and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known driveline fault was previously captured under mfrs 2916596-2017-02142 and 2916596-2018-04947. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known driveline fault and their log files were sent for review. No pump stops were noted while the patient had been using an ungrounded patient cable at home. Review of the log files showed that the driveline fault was still occurring, and it was found to be caused by a short to shield. The patient's plan of care would be to continue with clinic visits, as they were not a surgical candidate. The patient was stable at home.